Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis in the right eye one day post treatment. Oral steroids were prescribed and dosage was increased. The patient was asymptomatic. There was no loss of best corrected visual acuity (bcva) reported.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis stage 3 in the right eye one day post treatment. Oral steroids were prescribed (medrol) and dosage was increased. The patient was asymptomatic. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Placeholder.